Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500mg/dl and that they insulin pump had alarmed no delivery during infusion set change. The customer was assisted with troubleshooting for the high readings. The customer treated with insulin pump and syringe. Customer's blood glucose value was 91mg/dl at the time of the call. The drive support cap appeared normal. Customer declined to check for leaks or air bubble&nbsp;and site/insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.